Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Can you explain your opinion regarding patient reaction? What medical intervention was prescribed for the reaction? Other relevant patient history/concomitant medications: what is physician¿s opinion as to the etiology of or contributing factors to this event? When did the reaction occur?

Event description:
It was reported by the patient that she underwent trigger finger procedure on (B)(6) 2018 and suture was used to close incision. About a week after surgery the patient experienced redness along incision line and hives on wrist and back of hand. An additional procedure was performed and sutures were removed on (B)(6) 2018. The patient reported that the surgeon examined hand and opined that it was not infected and a normal variant. The patient reports that the redness and hives are partially resolved. Additional information has been requested.